Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for non diabetes related issues, but she has been running high since that day. The customer stated that she may have an infection. The customer was experiencing unexplained high glucose for several days. The customer's most recent glucose reading was 193 mg/dl, and she has treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and passed. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.